Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 328 mg/dl at time of report. Reportedly, a temperature change had possibly occurred to the pump prior to the occlusion alarm declaring. Customer changed the infusion set or changed the pump supplies to address the issue and resumed insulin delivery.